Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Step-by-step instructions are provided for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 alarm (air in tubing), which occurred on the homechoice (hc) during initial drain. The patient was connected to the patient line prior to the line being completely primed. Therapy was restarted with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.